Event description:
It was reported that customer received a prime / fill anomaly. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. No prime anomaly was noted. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.